Event description:
Add'l info rec'd from MFR 3/20/2004: the unit was reported inoperable at the time of failure, with no associated pt injury. Upon receipt novacept confirmed the controller was inoperable. Confirmed three voltage regulators failed. Confirmed one dc/dc converter failed. Confirmed multiple ics failed. The dc/dc converter and voltage regulators have been returned to their manufacturers for further failure analysis. Though it is likely that one of these components failed first and led to the failure of the others, the exact failure sequence is not known. This failure mode has not been observed prior to this occurrence in a field population of 708 units, and at this time it is believed that this failure represents an isolated event. Though the controller was restored to functional status by replacing the failed components, due to the quantity of failed components novacept has retired this unit from future service. The customer was provided a new replacement unit at the time of product return.

Event description:
Novasure machine failed to start after insertion of the probe. Machine removed from service and cryocare balloon used to finish procedure.